Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, iog, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was t-wave oversensing and a warning was triggered for short interval count on the right ventricular lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.